Event description:
Implanted for a year. Not dialysing properly so catheter removed. Cuff detached completely during removal. Facility believes that the catheter was not analyzing properly due to it migrating up because the cuff was not attached.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) review is not possible as no manufacturing lot number has been provided by the complainant.